Manufacturer narrative:
(B)(4). A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 201 alarm occurred at power up on the homechoice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) had performed a manual drain. The hp stated they had manually filled with 2000ml before connecting to the hc. The initial drain volume (dv) equaled 872ml and the initial drain alarm (ida) equaled 800ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.